Event description:
The customer reported that the device shut down unexpectedly. The context of the event is not known, but the customer has reported that there was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.